Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion had flow issues. The following information was received by the initial reporter with the following verbatim: it was reported by customer that alaris pump failed to deliver medication on time to patient. 200ml dose, but the pump only infused roughly half in the 1hr mark. Upon completion of the dose, the pump said it infused 349ml. Pump programming and med verified by 2 rns. Infusion given until bag empty and 20ml post flush administered. 349.83ml administered per the pump when it was only supposed to be 210ml. Pt was here for an extra 40mins due to this issue. Slr will be filled out, tubing was turned into bd report investigate and pump was red tagged in case it was a pump issue. There was patient involvement but no harm.